Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. During the procedure the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated with the explanted device. The patient did not experience any adverse events and was said to be healing following the procedure. No more information available at the moment. Should additional information become available, it will be provided.